Event description:
Boston scientific crm received information that during a follow-up visit for this cardiac resynchronization therapy defibrillator (crt-d) device, there was an episode of non-sustained ventricular tachycardia (vt) from one week prior. The annotated markers for ventricular fibrillation (vf) and vt were visible, but no cardiac activity was visible on the shock channel. The physician suspected no vt, but as slight noise was observed on the shock channel, oversensing had occurred. Two seconds of pacing inhibition occurred and although the patient is dependent, he was asymptomatic. Device diagnostics revealed no anomalies, and the daily measurements were relatively stable. The physician elected to implant a new defibrillation lead the next day, as well as explant the crt-d due to elective replacement indication (eri). There were no allegations against the crt-d. During the revision procedure, difficulty was experienced due to the patient anatomy and left side entry. Two 0185 model leads were attempted, but unable to be implanted, as they exhibited stretched coils during the difficult placement and anatomy concerns. A 0186 model lead was successfully implanted, along with a new crt-d on the right side. The chronic rv lead was surgically abandoned. The chronic atrial lead was extended and reconnected to the new right side system implant. Final testing was unremarkable and there were no adverse effects.

Manufacturer narrative:
The chronic rv lead was surgically abandoned and will not be returned. Should new information be provided, a final report will be submitted.